Manufacturer narrative:
Additional information of fa#.

Manufacturer narrative:
A device history record review was completed by our quality engineer team for provided material number 381811 and lot number 4208538. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. There are quality controls currently in place to detect this type of defect during the production process. Further action has not been determined necessary at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that bd insyte-n autoguard needle did not retract. The following information was provided by the initial reporter: date of incident (B)(6) 2025 level of harm: no apparent harm - reached the patient/person -- inconvenient. Incident details: floor nurse attempted to use a sub product for IV catheter and was unable to retract the needle. Button was pressed and could hear an audible "click" but needle stayed out and button was stuck pressed in. Other staff member on floor mentioned this had happened the week previous 2 separate times during blood work collection procedure: IV start, blood work collection.